Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was making a rattling noise, would not hold the k-wires, marking not legible and the housing and internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy procedure on a canine, it was observed that the quick coupling device was rattling. As a result, there was a one minute delay in the surgical procedure and a spare device was available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.